Event description:
It was reported that, "one of the locking screws would not lock into the plate. Removed the screw, and left the hole empty. Tried two different screws, so probably was the plate."

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.